Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited a backup vvi mode. The patient had been experiencing discomfort. The pacemaker was explanted and replaced. The patient was stable.